Manufacturer narrative:
The catheter was received with an attached monoject 1.5cc limited syringe. Balloon testing was performed with the returned syringe. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. The balloon deflated within 2 seconds without a syringe attached, which is within the allowable specification of 4 seconds. All through lumens were patent without any leakage or occlusion. There was no visible damage observed from the catheter body or the returned monoject 1.5cc limited volume syringe. The complaint was not confirmed. Even though the balloon may deflate with the syringe attached, the catheter was designed to be passively deflated with the syringe removed. All swan-ganz ifus instruct the clinician to "passively deflate the balloon by removing the syringe from the gate valve". After deflation, the syringe should be re-attached to the gate valve. The friction between the syringe barrel and plunger may be too great for the elasticity of the balloon latex to overcome; therefore, this is not a reliable method for deflation. No actions will be taken at this time.

Event description:
It was reported that the balloon did not deflate properly before inserting the catheter into the patient. It was further indicated that the balloon was inflated and the shape of the balloon was normal. Heparinized saline was used to flush the lumens and there was no balloon leakage observed. However, the balloon did not deflate properly. It was indicated that the balloon would not deflate both with the syringe left in place and without the syringe. There was no patient complications reported.